Event description:
Registered nurse (rn) attempted to prepare a trelstar 11.25 mg injection and after attaching the barrel of the syringe and the needle to the vial adapter, rn mixed the medication in the vial. However, when rn turned the apparatus over to allow the medicine to be forced into the syringe barrel, the apparatus fell apart and most of the medicine was wasted. Rn then discarded the injection.